Event description:
It was reported that multiple cartridges were leaking from unspecified location. The customer's blood glucose (bg) level was 765 mg/dl. Customer administered a manual insulin injection to address elevated bg. Customer loaded a new cartridge to address the issue.